Manufacturer narrative:
(B)(4). Multiple attempts were made to retrieve the product. However, the product was not returned for investigation. The physician informed biosense webster personnel that the incident occured at the end of the procedure and reconfirmed that it was unrelated to biosense webster products. The catheter that caused the perforation in the rv was a non-biosense webster rv catheter.

Event description:
It was reported that during an a-flutter ablation procedure there was a perforation in the right ventricle. Pericardiocentesis was performed and a chest tube was placed in the patient.

Manufacturer narrative:
(B)(4).the customer stated that the perforation was not caused by biosense webster equipment. The perforation in the right ventricle was caused by a re-processed rv catheter. It is unknown whether or not the ez steer thermocool catheter was located in the rv, but unlikely, as it was being used for an atrial flutter ablation procedure.concomitant biosense webster products used during the procedure:carto xp system;model no. M-4700-01;serial no.: (B)(4).stockert 70 system;model no.: st-0941;serial no.: (B)(4).ez steer thermocool nav bi-directional catheter;catalog no.: bni75tcfjh;lot# 15148850.